Manufacturer narrative:
H3 other text: not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges sinus infections, nose sores, and pain in the left nostril. The patient states that "an ozone machine was regularly used in the same bedroom while it was not occupied. Bipap was sitting out on nightstand and would have been exposed." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.